Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine device interrogation. During the routine device interrogation, it was noted that the right ventricular lead exhibited loss of capture. The lead was capped and replaced (B)(6) 2025. The patient was discharged.